Event description:
On (B)(6) 2018, I replaced my free style libre sensor in my right upper arm for glucose monitoring, but the replacement sensor did not stick, to the skin even if it pierced my skin but it did not attach. I use an add'l new sensor that did attach and started the 12 hrs time periods, once the 12 hrs were over I tried to get a reading, but the reader would tell me that I needed a new sensor. In essence, I used 2 new sensors in one day and both did not work. Note that on (B)(6), I was in europe and unfortunately both sensors and boxes were removed by the cleaning personal from the hotel.